Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) value was "high" (specific bg value was not provided). Customer experienced fatigue, nausea, and vomiting as a result of the elevated bg. Customer administered a manual injection to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.